Event description:
A patient reported experiencing an issue with pulling up the whatmom script. There was no adverse impact to the customer¿s blood glucose level. The customer received assistance from the technical support team, and the issue was successfully resolved.